Event description:
It was reported that during patient use, the ventilator triggered a high-priority alarm, after which the touchscreen on the graphic user interface went black. The patient was removed from the ventilator and manually ventilated. Upon disconnection from the patient, the ventilator was observed to be continuously ventilating. When the respiratory therapist arrived in the room, the ventilator was rebooting and displaying the start-up screen. Once the main screen appeared, it displayed the message ¿unit restarted, check settings, check apps.¿ under the question icon, the message stated, ¿the ventilator has restarted without user intervention.¿ the patient was placed on another ventilator. There was no patient harm, as vital signs remained unchanged. No patient demographic information was provided by the hospital. A review of the device logs confirmed a momentary cpu reset, with ventilation recovery occurring within 17 seconds. By design, audible and visual alarms are annunciated when the momentary system restart occurs.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.